Event description:
The pt reported she changed the infusion set on (B)(6) 2012, after showering. On (B)(6) 2012, she did not feel well and her blood glucose elevated to 580 mg/dl. She went to the hospital and the diabetes counselor removed the infusion device and ordered 3 days of ict (intensified conventional therapy). The pt was hospitalized during ict. It was found that the connector needle of the infusion set was bent. The alleged infusion set was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.